Manufacturer narrative:
Pump t:connect data was reviewed and showed there were five low bg levels recorded between (B)(6) 2016 and (B)(6) 2016. There were no erratic bolus requests or basal rate changes recorded. User made bolus requests without entering bg levels and still having insulin on board (iob) every day a low bg level was recorded. Making bolus requests without entering current bg level and still having iob could lead to a low bg event. Pump logs do not provide any evidence to support a malfunction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing low blood glucose (bg) levels for the past 3 weeks (50 mg/dl). The customer stated the cause for the low bg levels is unknown. The customer consumed juice and rested to address low bg levels. It was indicated that the customer was already in contact with their healthcare provider regarding the reoccurring low bg levels.